Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the drain cycle. The technical service representative (tsr) advised the home patient (hp) to start over again using new supplies. Baxter product surveillance contacted the patient on (B)(6) 2010. The patient stated she did not observe any holes or leaks in the cassette or lines. There was no patient injury or medical intervention associated with this event. The lot number to the samples is not available.

Manufacturer narrative:
(B)(4)the samples are not available for evaluation as they have been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) during the drain cycle was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due was determined to be air being sucked into the disposable caused by the patient not connected when therapy initiated. The batch review was not performed because the lot number is unknown. The product labeling was reviewed and determined to be adequate in providing instructions for the patient connecting and continuing with therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).